Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom door not fully latched messages. Evaluation determined the cause to be a failed upper link switch. The upper auxiliary assembly, which contains the failed link switch was replaced.

Event description:
It was reported that a spectrum pump had a door not fully latched message in the intensive care unit. It was also reported that there was no patient involvement.